Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature rupture of membranes ('premature rupture of membrane') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature rupture of membranes (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the premature rupture of membranes and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature rupture of membranes to be related to essure. The reporter commented: plaintiff experienced another pregnancy which is captured under case no. (B)(4) and a child case (B)(4) is also linked. Concerning the injuries reported in this case, the following one was reported via social media: pregnancy with contraceptive device, device ineffective and premature rupture of membrane. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Seriousness criteria marked for event pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature rupture of membranes ('premature rupture of membrane') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature rupture of membranes (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy"). At the time of the report, the premature rupture of membranes and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature rupture of membranes to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pregnancy with contraceptive device, device ineffective and premature rupture of membrane quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.